Manufacturer narrative:
H11: based on additional information obtained by the manufacturer, smith+nephew (s+n) is not the legal manufacturer of the femoral stem involved in this incident. Ohst medizintechnik ag, which acts as the legal manufacturer, has been notified on october 30, 2025, about this incident and will determine the need for additional MDR report(s) under 21cfr803. Smith+nephew will monitor the occurrence of this and similar incidents through its established post-market surveillance system. Internal complaint reference: case (B)(4).

Event description:
It was reported that, after surgery performed on an unspecified date, the patient's stem fractured and a revision surgery was performed on an unspecified date as consequence of this issue. Further information is currently unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.